Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a study micro-glaucoma stent that was removed. Additional information was requested.

Manufacturer narrative:
One opened device was received in gauze for the report of stent explanted. The returned sample was visually inspected and was found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be visually conforming; however insufficient information is provided to adequately evaluate the case (e.g., reason for explantation, timeframe after implantation, etc.). There is no mention of system failure. A possible root cause is that device explantation is an established risk associated with use of the device, which is clearly indicated in product labeling. The manufacturer internal reference number is: (B)(4).